Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the posterior tibial artery with tortuosity and disease present. The command guide wire had resistance during advancement with the anatomy and the tip separated in the artery. There was no resistance during withdrawal and no force was applied. It was noted that the guide wire was manipulated a lot for a period of time. The tip remains in the anatomy and appeared to be embedded. The physician did not want to perform any intervention or carry out further intervention. The rest of the wire was removed. Another command guide wire was used and the lesion was ballooned and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the tortuous and diseased anatomy resulting in the reported difficult to advance. Manipulation of the device resulted in the noted device damages (stretched/bunched polymer coating, stretched coils, multiple core bends) and ultimately resulted in the reported tip separation/noted core/coils/polymer coating separations. As reported, the tip remains in the anatomy and appeared to be embedded. There is no indication of a product quality issue with respect to manufacture, design or labeling.